Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2012-05137, reference MFR. Report#: 1627487-2012-05138, reference MFR. Report#: 1627487-2012-05139. The pt's scs system including an ipg and two leads (from different lots) were implanted for off-label use. It was reported the pt no longer felt stimulation. She had not charged her ipg for a year. During surgical intervention, the doctor turned the set screw of the ipg more than recommended and one of the leads that he overtightened may have been fractured during the procedure. High impedance was revealed on one of the leads, but the doctor choose to leave the leads implanted. Another ipg was used and implanted successfully. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.